Event description:
The complainant reported that during set up for a clinical procedure, an automated impella controller (aic) had controller alarms after being turned on. It was reported that the issue occurred during preparation for use, and was not connected to any devices at the time of occurrence. The aic was turned off, and a back up aic was used. There was no patient involvement reported, and therefore not patient harm reported.

Manufacturer narrative:
A4 weight is unknown e1. Initial reporter first name is unknown device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed

Manufacturer narrative:
The investigation was completed. Investigation summary: the root cause of the ¿controller failure alarm¿ was due to a purge pressure sensor failure. No issue related to the false alarm was found.